Manufacturer narrative:
Product ID 978b128 lot# va2pddf serial# implanted: (B)(6) 2022. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2pddf, ubd: (B)(6) 2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a few weeks ago the patient started to notice that it feels like the lead is going to fall out of their vagina. The patient said that when they go to bed at night it seems like it goes back to where it should be but then after working for a few hours they feel it on the pelvic floor and it is constant. Patient service specialist reviewed information and redirected the patient to their healthcare provider to further address the issue. Patient said that they are sitting in a seat all day and "bouncing" and that they had to have lead replaced prior due to this. Patient mentioned that ins is "working wonderfully".